Manufacturer narrative:
(B)(4). Additional information: the analysis found that one long60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic bowel resection procedure, the instrument jammed and would not staple. It was not known how the case was completed. All known information was reported. No patient consequences were reported.